Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported issue ¿medstation es main drawer 1.1 is not detected on bus¿ was confirmed during fse testing. However, the inspection process conducted in the dchu investigation laboratory showed proper functionality. According to work order (wo) (B)(4), the bd fse removed and reseated cubie pockets, reseated row board cables. Cleaned debris from cubie trays and replaced drawers controller board. Recovered storage space and tested in diagnostic mode an external inspection was carried out in the laboratory according to the established procedure. During inspection, no damage was found on the pcba drawer controller. Laboratory testing was carried out with a dmm in resistance mode, the test passed successfully. The hta test was performed and passed without any failure. The device was in use for treatment purposes as intended per 21 cfr 820.198(d) root cause: not determined, a complete inspection and functional testing were performed, no faults or irregularities were observed during the evaluation process.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 was not detected on bus and failed to open. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. As per part investigation, it was determined that inspection and testing showed normal operation with no issues identified. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus even after rebooting. A field service engineer (fse) removed and reseated the cubie pockets, reseated the row board cables, and cleaned debris from the cubie trays. The fse replaced the drawer¿s controller board, recovered storage space, and tested the unit in diagnostic mode and customer confirmed the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 1.1 was not detected on bus and failed to open. Tried reboot but failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.